Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock with the device programmed to alternate vector. Review of the event identified oversensing, low amplitudes and poor r wave to t wave ratio. A boston scientific technical services consultant discussed vector optimization and recommended an exercise test to identify if primary or secondary vectors would result in the same clinical observations. The system remains implanted and no adverse patient effects were reported.